Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed multiple inaccurate fill estimate of 0 unit after loading a cartridge. Reportedly, the cartridges were filled with 300 units of insulin. Blood glucose level was 97 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.